Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient has been having severe pain around the ipg site. It was also noted that another physician told him that it could be scar tissue around the battery. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.